Event description:
The nurse reported a sys message displayed during the case. The pt had to be transferred to the hosp from the surgery center to complete the case. The case was delayed 1.5 hrs. No pt injury was reported.

Manufacturer narrative:
The company service rep examined the sys and confirmed the sys message reported. The power supply was replaced and sent for in house testing. The system was then tested and met all product specifications. The power supply has been received and testing is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).